Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley kits seemed to be two different balloon filled volumes. Stated that one located on the packaging and one on the foley itself. Upon inserting a 14 french urinary catheter in a patient, the package was noted to say that it had a 5ml balloon, but the balloon port on the catheter itself said it was a 10ml balloon. The balloon was instilled with 10ml, but if the package volume had been followed, it could result in the foley coming out and need to be replaced. The affected lots were (lot#ngez2501 and lot#refy3777).

Event description:
It was reported that the foley kits seemed to be two different balloon filled volumes. Stated that one located on the packaging and one on the foley itself. Upon inserting a 14 french urinary catheter in a patient, the package was noted to say that it had a 5ml balloon, but the balloon port on the catheter itself said it was a 10ml balloon. The balloon was instilled with 10ml, but if the package volume had been followed, it could result in the foley coming out and need to be replaced. The affected lots were (lot#ngez2501 and lot#refy3777).

Manufacturer narrative:
The reported event was unconfirmed because the device met specifications. No root cause could be found because the reported event was unconfirmed. The lot number was unknown; therefore, the device history record could not be reviewed. As the reported event was unconfirmed labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected